Manufacturer narrative:
A1: patient identifier: (B)(6). E1 initial reporter phone number: (B)(6). H3:device eval by manufacturer: the lotus edge valve system was returned and analyzed by a bsc quality engineer. The lotus edge valve system was returned unsheathed inside the bottle. The bottle was removed and damage and a kink were noted on the outer sheath (os) of the delivery catheter. The os damage was 0.5 cm proximal to the os tip, most likely caused by reapplication of the bottle for return. The os kink was 4.8 cm proximal to the os tip. The os and multi lumen extrusion (mle) ports were flushed with 30 ml of saline. A stylet was inserted and the lotus edge valve system was sheathed without issue. The lotus edge valve system was inserted into a lotus introducer sheath(lis) without issue. No other issues were noted with the device. An image was received by bsc of the kinked lotus edge valve system after advancing through the sheath.

Event description:
It was reported that a lotus edge valve delivery system kink occurred. The patient was noted with moderately tortuous iliofemoral vessels. A 27mm lotus edge valve system was prepared and balloon aortic valvuloplasty (bav) of the native aortic valve was performed both according to the instructions for use(IFU). The bav balloon was removed with no issue. The lotus edge valve was inserted into a large lotus introducer sheath(lis) with difficulty and when the valve was advanced through the end of the sheath, the valve was noted to have kinked. The valve was removed and the procedure was completed successfully with a new 27mm lotus edge valve and the same lis. There were no consequences to the patient. It was further reported that this was a respond edge study. The subject received a loading dose of 300 mg of aspirin. On the same day of the index procedure, post procedure, the subject developed left bundle branch block (lbbb) and 1st degree atrioventricular(av) block. Two days post index procedure, the subject was discharged home on aspirin.

Event description:
It was reported that a lotus edge valve delivery system kink occurred. The patient was noted with moderately tortuous iliofemoral vessels. A 27mm lotus edge valve system was prepared and balloon aortic valvuloplasty (bav) of the native aortic valve was performed both according to the instructions for use(IFU). The bav balloon was removed with no issue. The lotus edge valve was inserted into a large lotus introducer sheath(lis) with difficulty and when the valve was advanced through the end of the sheath, the valve was noted to have kinked. The valve was removed and the procedure was completed successfully with a new 27mm lotus edge valve and the same lis. There were no consequences to the patient.